Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, the control panel is not responding to key presses. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported problem of "the control panel is not responding to key presses" was confirmed during device evaluation. It was found that the red, green and orange specific gravity keys do not respond as well as the auto cal key does not respond. Internal inspection of the control module showed corrosion on keypad flex cable. No repairs were performed and a replacement device was sent to the customer.